Event description:
During a routine change out, an abrasion on the rv lead was observed. Separation on the rv lead conductor coil was discovered under fluoroscopy. The lead was explanted.

Manufacturer narrative:
Clarification of analysis - external abrasions were noted in multiple locations due to friction to another implanted device. Internal abrasion was found at 10.8 cm to 13.8 cm from the distal end.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found multiple insulation abrasions.